Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) charging cord melted and was rusted after charging.

Manufacturer narrative:
In the case description, the user mentioned that the controller charger/charging cable had melted. Visual inspection of the returned device found no damages characteristic of thermal exposure on the device. No damages were found in or around the charging port of the device. The charging adapter was returned with the controller, however the charging cable was not returned for investigation. Inspection of the charging adapter found no thermal damages. The controller was returned with the battery depleted. The controller was plugged in and allowed to charge. The battery charging screen was generated on plugging in the controller. No heat was felt from the controller or charging adapter while the device was charging. The device was able to charge, turn on, and boot up with no issues. Inspection of the android log files downloaded from the returned device showed no out of spec battery temperatures and no evidence of abnormal heat or thermal energy exposure. The cause of the reported event could not be determined as the component relevant to the complaint was not returned for investigation. Correction to d(4): sequence number changed from unavailable to (B)(6).